Manufacturer narrative:
(B)(4). (B)(6). Information in section f provided by the manufacturer. Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported unsheathed connector with an ellips fx phaco handpiece. It was stated that the customer has back-up. There was no patient involvement/patient injury reported.